Event description:
Boston scientific received information that during a follow up visit, this left ventricular lead revealed high impedances greater than 2,000 ohms, loss of capture, high thresholds, and noise. A chest x-ray was performed and revealed a fracture of the lead. The left ventricular lead was deactivated and remains implanted. The patient will be monitored closely and a revision procedure may be performed in the future. No adverse patient effects were reported.

Manufacturer narrative:
The left ventricular lead was deactivated and remains implanted. As no further information concerning this report is expected, (B)(4) investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.